Event description:
Dr was performing turp procedure and a piece of the ceramic beak broke off in pt. Dr immediately retrieved piece, replaced instrument and completed procedure with no adverse effect to pt.